Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture:yes.

Event description:
It was reported that bd plastipak veterinary syringe with needle had a cracked barrel that lead to a leak. No serious injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: DHR, quality notification and maintenance records were reviewed and no occurrences potentially related to the defect were observed. The sample sent by the customer was verified and it was possible observe barrel damaged / cracked, which caused the leakage during use. The potential cause for the problem is a barrel jam on assembly machine system, which caused the damage and the leakage. That jam is inherent to the manufacturing process and occurs occasionally on the process. An internal action for product quality improvement will be performed for defects of damaged components and leakage. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd plastipak¿ veterinary syringe with needle had a cracked barrel that lead to a leak. No serious injury or medical intervention reported.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ veterinary syringe with needle had a cracked barrel that lead to a leak. No serious injury or medical intervention reported.